Event description:
It was reported the customer had a failed battery test alarm on their insulin pump. Customer also reported their battery was not lasting for more than one day. Customer's blood glucose was 500 mg/dl at the time of the call. Customer treated their blood glucose with the insulin pump. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. It was found the customer received a failed battery test alarm at the end of troubleshooting. The customer also reported a button error alarm in their alarm history. Customer was advised to revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. No button error alarm or battery alarm could be verified due to the blank display. No unlocked keypad connector was noted. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.